Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error. Customer's blood glucose level was 136 mg/dl. Customer also stated that they were not able to clear the alarm and keys are not responding. It was also stated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection.